Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced peritonitis manifested by cloudy effluent and was hospitalized for the event. One week prior to hospitalization, the patient got diarrhea which lasted a week until the cloudy effluent was found. Treatment was not reported. Dianeal therapy was ongoing. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). (B)(6). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.